Event description:
It was reported that during an endoscopic retrograde cholangiopancreatography (ercp) procedure, stent displacement and shaft break occurred. The lesion was located in an unspecified bile duct. It was noted that the distal end of the bile duct contained a tight stricture and the anatomy was difficult to traverse due to a duodenal stricture. An unspecified wallstent biliary stent delivery system (sds) was advanced to the bile duct, placed in a "bent scope position" and the stent was successfully deployed. Upon attempting to remove the sds, the catheter became stuck. The physician attempted to "pull and manipulate" the delivery catheter, however, the stent as displaced proximally to the end of the stricture, and the delivery catheter broke approx 6 inches from the distal end leaving the catheter jammed inside the displaced stent. Both the stent and remnant of the delivery, catheter remained in the lower end of the bile duct while the remaining catheter was retained within the duodenum. The physician decided against attempting to retrieve the delivery catheter and choose to abort the procedure. The pt was discharged to another hospital for monitoring of biliary draining through a previously placed percutaneous trans-hepatic catheter. It was noted that the pt remained stable during this time. Approx 10 days later, the pt underwent a 2nd ercp procedure, performed by a different physician, at which time the displaced stent and retained delivery catheter were removed. An unspecified "fully covered" wallflex stent was successfully implanted.